Event description:
The device was used during a unknown procedure. Reportedly, the staples only formed on one side and the knife transected to the end of the cartridge. No patient injury was reported. Another device was used to finish the procedure.